Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had a hard time waking up, was lethargic, and confused. The patient¿s continuous glucose monitor (cgm) device was in a signal loss state. No blood glucose (bg) meter reading was taken at this time. The patient¿s daughter came to check on the patient around 2pm. An attempt to test the patient¿s bg meter reading occurred, but the patient¿s bg meter was ¿not working.¿ the patient was very new to the dexcom system and was not sure what to do due to the signal loss state. Therefore, the patient¿s daughter took the patient to the emergency room (ER). At the ER, around 5pm, the patient¿s bg meter reading was 424 mg/dl and the cgm was still in a signal loss state. The patient was treated with a fast-acting insulin injection. The patient¿s daughter also tried to troubleshoot by uninstalling the decom app and reinstalling it, but they no longer had the 4-digit sensor code needed to restart the sensor. The patient was discharged on (B)(6) 2025. The patient was fine and ¿doing good¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.